Event description:
It was reported the patient experienced the ipg turn on by itself. In turn, an sjm representative met with the patient and deactivated the "magnet mode" as a precaution. Follow-up revealed the patient's ipg was explanted and replaced (with a different model).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.